Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device needs to sent for repair. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: sub'd cover oxidized. Pedal mechanisms rusted. "Forward" & "reverse" (black), "cannula suction" (blue) and "lavage" (red) covers deteriorate. The sub'd cover, pedal mechanisms, "forward" & "reverse" (black), "cannula suction" (blue) and "lavage" (red) covers were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in france that the foot ped board 4way device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the sub'd cover was oxidized, pedal mechanisms were rusted and the "forward" & "reverse" (black), "cannula suction" (blue) and "lavage" (red) covers were deteriorating. There was no procedure nor patient involvement reported. No additional information was provided. That the device needs to sent for repair. No more information available.